Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, the device case was opened and internal visual inspection noted no irregularities. An external power source was connected to the device and internal measurements noted a high current drain. Further detailed testing isolated the problem to a degraded tantalum capacitor that prematurely depleted the battery.

Event description:
It was reported that prior to being used in any patient, this pacemaker was unable to be interrogated successfully with a programmer. The pacemaker was never used and there was no patient involvement noted.

Event description:
It was reported that prior to being used in any patient, this pacemaker was unable to be interrogated successfully with a programmer. The pacemaker was never used and there was no patient involvement noted.